Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported a patient who had a 23 mm trifecta gt valve placed (B)(6) 2017, underwent a valve-in-valve procedure on (B)(6) 2021. During follow-up in the clinic, (B)(6) 2021, imaging did not reveal or confirm any anomalies, however the patient complained of shortness of breath. A repeat echo was done on (B)(6) 2021 which revealed severe aortic regurgitation and torn leaflets. In the physicians opinion, the valves leaflets became torn which is likely due to the trifecta gt leaflets wrapping the stent posts from outside. No additional information available regarding this event.

Manufacturer narrative:
An event of torn cusp causing valvular regurgitation and shortness of breath were reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.